Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and she also received an alarm basal not delivered due to cannula bent. The customer¿s blood glucose level at the time of incident was 500mg/dl. The customer¿s other blood glucose level was 600mg/dl and 400 mg/dl. High blood glucose was treated by bolus and injected insulin. Troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. (B)(4).